Event description:
It was reported that a foreign material was present inside the device packaging. A 5frx11cm .035 super sheath introducer sheath was selected for use. During unpacking, when the device was opened, it was noticed that a hair was inside the packaging. No patient complications were reported.